Event description:
Skin overgrowth - abutment changed to longer one.

Manufacturer narrative:
Skin overgrowth is a known possible post-operative complication, considered in the rmf and possible causes behind skin overgrowth are addressed in the IFU. It is communicated in the surgical manual that it is important to determine which abutment length that is the most appropriate for the patient and that the skin thickness and expected skin thickening in the area should be taken into consideration. If the patient has very thick skin it may be necessary to perform partial or full subcutaneous tissue reduction surgery if the issue isn´t solved by changing to a longer abutment. There are to date no indications of increased incidence of skin overgrowth with the ponto system compared to similar products on the market. Based on the available information no further actions are taken at this point.